Manufacturer narrative:
Concomitant medical products: product ID:8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type:catheter.other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 12-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (20 mg/ml at 2.996 mg/day) via an implantable infusion pump. It was reported that during a pump replacement for normal end of service, the catheter was found broken inside the pump pocket. The patient did not report any issues prior to surgery. There were no known factors that may have led or contributed to the issue. The catheter was replaced and the daily medication dose was decreased. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.